Event description:
Complainant alleged that medics responded to a call for pt in cardiac arrest. Electrode pads were attached to the pt and the device failed to discharge. The device was turned off/on and the energy was charge, however the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt using the electrode pads. Complainant indicated that the pt subsequently expired. Complainant indicated that the electrode pads were subsequently discarded.